Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6). (B)(4).

Event description:
It was reported during the impaction of the broach impactor that the plate broke. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Additional: updated complaint sample was evaluated and the reported event was confirmed. Inspection of the returned tibial broach impactor identified that the rod shaft had fractured at the weld joint. The device exhibited strike marks and indications of repeated use. Dimensional analysis of the rod shaft identified no deviations from the print specifications. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Investigation conclusion determined that the likely root cause of the instrument fracture was wear and tear from use. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.